Event description:
The physician was unhappy with the way the graft was planned. The physician was unsatisfied with locations of fenestrations. The physician deployed the first two stents and examined under x-ray. He was able to re-sheath the first two stents inside the patient. The procedure was aborted. The physician wants to re-plan the graft.

Manufacturer narrative:
The device was not returned for evaluation. The work order for lot: ac1013722 was reviewed and appears complete and correct. The device IFU states: "before insertion, position proximal body delivery system on patient¿s abdomen under fluoroscopy to assist with orientation and positioning. Rotate to a position where the anterior markers are situated in the most anterior (12:00 o¿clock) position. The sidearm of the hemostatic valve may serve as an external reference to the fenestration(s) and/or scallop(s), anterior and posterior markers and body side markers". The plan has been reviewed against the manufacturing instructions and it confirmed the layout of the fenestration was as requested. The device's plan was reviewed and approved by the physician prior to the start of manufacturing. From the information received, it appears that the device was manufactured correctly as per the specification, and there is no evidence of a device non-conformance. The cause of the complaint was that the graft was incorrectly matched to the anatomy of the patient and the plan was then approved by the physician.

Event description:
The physician was unhappy with the way the graft was planned. The physician was unsatisfied with locations of fenestrations. The physician deployed the first two stents and examined under x-ray. He was able to re-sheath the first two stents inside the patient. The procedure was aborted. The physician wants to re-plan the graft.